Manufacturer narrative:
H6: investigation summary a device history record review was completed for provided lot number 2004101. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. Although samples were sent for evaluation, our quality team was unable to receive the samples as there have been issues with the sample shipment. Our shipment team is working on obtaining the samples and resending them for analysis. If the samples are able to be delivered, additional investigative findings may be concluded. Retained samples were obtained for further evaluation of this issue. The retained samples were examined and no signs of defect could be identified. Based on the investigative results, an exact cause related to the manufacturing process could not be determined for this incident. Despite the fact that the high-volume manufacturing process may generate some particulate matter, bd keeps the particulate matter to extremely low levels due to the stringent preventive measures in place. The entire assembly and packaging process takes place in an environmental controlled room where the air is continuously filtered. We are confident this was an isolated incident with an unlikely recurrence. Further action has not been determined necessary at this time. Our quality team will closely monitor the production process for signs of this potential defect and any emerging trends.

Event description:
It was reported that syringe s2 2ml 23ga 1-1/4in bd china contained foreign matter. The following information was provided by the initial reporter: "on (B)(6) 2021, when the nurse opened the package to draw the liquid medicine, she found a white foreign matter in the syringe. "

Manufacturer narrative:
Initial reporter phone number: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe s2 2ml 23ga 1-1/4in bd china contained foreign matter. The following information was provided by the initial reporter: "on (B)(6) 2021, when the nurse opened the package to draw the liquid medicine, she found a white foreign matter in the syringe."

Manufacturer narrative:
H.6. Investigation: a device history record review was completed for provided material number 301940 and lot number 2004101. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this incident, a picture sample was returned for evaluation by our quality engineer team. Through examination of the picture, foreign matter was observed in the pictured syringe; however, without the physical sample it was not possible to identify the foreign matter composition. Retained physical samples were obtained for further evaluation. The retained samples were examined and no signs of defect could be observed. Based on the investigative results, an exact cause related to the manufacturing process could not be determined for this incident.

Event description:
It was reported that syringe s2 2ml 23ga 1-1/4in bd china contained foreign matter. The following information was provided by the initial reporter: "on july 16, 2021, when the nurse opened the package to draw the liquid medicine, she found a white foreign matter in the syringe. "